Event description:
It is reported that the customer had normal blood glucose levels of 82 mg/dl. The customer reported an off no power alarm from the insulin pump. Troubleshooting was done. The customer reported that it was the second time the insulin pump had an off no power alarm without a low battery alarm from the insulin pump. The customer also reported that the screen of the insulin pump went blank when an attempt was made to clear the alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No off no power alarms anomaly noted. Unit passed self test, a21 error test and displacement test. No unexpected a21 error alarms noted. Unable to prime unit during prime/a33test due to fsr damage by moisture. Unit received with cracked case at display window corners. Unit received with scratched lcd window. Unit received with missing end cap sticker.